Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had wear at a fold and a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. Also, the leak test identified fluid loss due to a tear from tool/sharp instrument damage. The balloon was visually inspected, and leak tested. The visual test found that the balloon had hole from fatigue at the balloon/adapter junction. The leak test identified a fluid leak from fatigue at the balloon/adapter junction. The pump was visually inspected, and leak, functional tested. The visual test revealed that the pump kink resistant tubing (krt) was worn to the filament. The pump passed visual inspection, leakage testing and functional testing. The additional cuff received passed visual inspection and leakage testing.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced. Upon removal, a hole was noted in the cuff which caused a fluid leak. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced. Upon removal, a hole was noted in the cuff which caused a fluid leak. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus was explanted and replaced. Upon removal, a hole was noted in the cuff which caused a fluid leak. There were no further patient complications.